Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, noisy image is due to damaged charged coupled device unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center with no reported complaint. During the device analysis, noisy image was found. It was determined that the charged coupled device needed to be replaced. There was no patient involvement.